Event description:
Healthcare professional reported that when coming off of bypass, valve dehiscence occurred as a result of poor native tissue surrounding the valve. Another freestyle valve was implanted with no reported adverse effect to the pt.